Event description:
500cc saline solution flowed into the pt during 1-2 hour due to the defect of flash function. No serious adverse effect on the pt due to this incident. Add'l info rec'd in apr 03: the incident occurred during inappropriate usage, the device was connected with blood access catheter for hemodialysis. This is not indicated usage at product insertion of the ccs products. The physician had administered hemodialysis therapy 4-6 hrs/every day for the pt who has probably acute urinal failure. The physician wanted to fix the catheter (od size 6-8fr.) Until the series of therapy are finished, because of the difficulty of the multi-puncture and stop a wound. The "keep artery open" it is not correct english, but, as like as the kvo (keep vein open) for intermittent infusion therapy, how succeed the unti-blood coagulation for the bore of the catheter at artery is the key for the therapy.

Manufacturer narrative:
One used kit was rec'd. Visual and functional inspection was conducted on the returned ta4004 assembly. No leakage was observed on the returned ta4004 assembly during the fluid flush test. Flow and flush tests conducted showed that the returned ta4004 assembly passed the required spec and was fully functional. Batch documentation and mfg process reviews showed no deviation during the mfg of the affected product lot. Based on the findings and since the returned kit was fully functional, the cause of the complaint could not be determined.